Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away. It was unknown if the implantable pulse generator (ipg) system caused or contributed to the patient's death. Follow up information was not available.